Event description:
It was reported that iab would not inflate w/autocat 2 wave pump. The iab was exchanged. There were no reported patient complications.

Event description:
It was reported that iab would not inflate with autocat 2 wave pump. The iab was exchanged. There were no reported pt complications.